Event description:
It was reported that the customer experienced high blood glucose levels and that he was unable to remove the battery cap from the insulin pump. The blood glucose reading was 600 mg/dl. Upon troubleshooting, the customer was able to remove the battery cap using an electric screwdriver. The customer's mother stated the he had high blood glucose levels because he had been eating without bolusing for the food. He treated using the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.